Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Medwatch report: mw5091590. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A medwatch report was received indicating that the patient reported experiencing blood in urine issues approximately 2 months after the permanent implant procedure. In turn, the ipg was explanted and replaced to address the issue.